Event description:
The patient claimed there was an un-programmed bolus of 3.05 units that was dispensed on (B)(6) 2011 at 12:18 am which caused a hypoglycemic episode. The patient reportedly was asleep when the bolus was dispensed. At 3 am, the patient's wife woke him up when she noticed he was sweating. The patient was tested at 42 mg/dl and was treated with 8 ounces of orange juice. Troubleshooting revealed there was no product misuse. The subject pump was not locked at the time of the incident. The keypad did not have any physical damage. The pump was requested to be sent back for investigation. This complaint is being reported because the patient claimed he received medical intervention for hypoglycemia after the un-programmed issue began.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 12/15/2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. The bolus history verified a 3.05 unit bolus occurring at 12:18 am on (B)(6) 2011. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed without unprogrammed boluses and the pump was found to be delivering within specifications. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and recorded accurately in the pump history. No delivery related defects were found during testing. The keypad was removed and no defective button contacts were found.